Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('abdominal pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". The patient's medical history included: pelvic pain. Previously administered products included, for an unreported indication: depo provera. Concomitant products included: contraceptives. In 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) e 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding b/w (interpreted as between) periods)"), alopecia ("hair loss") and headache ("headaches"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, uterus and tubes). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain and dysmenorrhoea had resolved. And the menorrhagia, dyspareunia, metrorrhagia, alopecia, headache, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if no removal planned, select reason(s): unable to afford surgery. Discrepancy of insertion dates: 2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included contraceptives. In 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding b/w (interpreted as between) periods)"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - uterus and tubes). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain and dysmenorrhoea had resolved and the menorrhagia, dyspareunia, metrorrhagia, alopecia, headache, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if no removal planned, select reason(s): unable to afford surgery discrepancy of insertion dates-2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received. Case becomes incident. New events: abnormal bleeding(vaginal), abdominal pain were added. New reporters, plaintiffs information added. Explant details added. Onset dates for events were updated. Concomitant and historical drug added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. C80065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pelvic pain and cervicitis. Previously administered products included for an unreported indication: depo provera. Concomitant products included contraceptives. In 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding b/w (interpreted as between) periods)"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - uterus and tubes). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain and dysmenorrhoea had resolved and the menorrhagia, dyspareunia, metrorrhagia, alopecia, headache, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if no removal planned, select reason(s): unable to afford surgery discrepancy of insertion dates- (B)(6) 2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia , dysmenorrhea, dyspareunia, pelvic pain lot number: c80065 manufacturing date: 2014/07 expiration date: 2017/07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. C80065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included pelvic pain and cervicitis. Previously administered products included for an unreported indication: depo provera. Concomitant products included contraceptives. In 2014, the patient had essure inserted. In march 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding b/w (interpreted as between) periods)"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - uterus and tubes). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain and dysmenorrhoea had resolved and the menorrhagia, dyspareunia, metrorrhagia, alopecia, headache, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if no removal planned, select reason(s): unable to afford surgery discrepancy of insertion dates-2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia , dysmenorrhea, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 24-mar-2021: medical record received lot number was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.